Event description:
Boston scientific received information that this epicardial lead which evidence cannot refute may be a boston scientific device, did exhibit out-of-range pace impedance greater than 2,000 ohms. There was concern for the possibility of a lead safety switch issue. The patient was noted as having unique anatomy and the physician was considering placing the lead off-label in the coronary sinus for lv pacing. There were no reported adverse patient effects.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. If new information becomes available, this report will be further evaluated and updated.